Event description:
D10 infusion was started on a patient admitted with hypoglycemia. D10 infusion was started to reduce the need for multiple d50 injections. Dextrose infusion started at 50 ml/hr. Initial bag did not appear to have an issue with the infused volume per report and pump log report. The rate was increased to 110 ml/hr to achieve blood sugars consistently in 100's. Infusion bag was replaced at d10 infusion rate increased to 200 ml/hr. Increased dextrose infusion rates were not improving patient's blood sugars. Following pump exchanged, blood sugars were better controlled in the 100s following pump and tubing exchange. Per rn report, only about 120 mls in total were infused out of the 1000 ml volume programmed. Infusion volume was manually measured and calculated with remainder of the infusion bag. Pump log report validated that 1000 ml was programmed and stated that was the full volume infused. Pump was returned to baxter. "Pressure panel assembly" was replaced. No additional details provided regarding evaluation of pump prior to fix related to the original concern. Product was returned and is available for further evaluation if needed. Patient admitted for "life-threatening hypoglycemia with metabolic encephalopathy" with shortness of breath and pre-syncope related to a gi bleed and hypovolemia. The under infusion of d10 infusion complicated the treatment of significant hypoglycemia.